Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with a non-mdt stent graft system for the endovascular treatment of a type ia endoleak in the patient's 56mm abdominal aortic aneurysm. It was reported the patient expired approximately 1.5 year post index procedure. The cause of the event is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.